Event description:
It was reported the patient had her acticon removed due to infection. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Cuff: catalog #: 72401958, expiration date: 01/20/2016, (B)(4), manufacture date: 01/2011. Balloon: catalog #: 72402106, expiration date: 04/02/2018, (B)(4), manufacture date: 04/2013. Pump: catalog #: 72402287, expiration date: 06/01/2014, (B)(4), manufacture date: 06/2013.